Event description:
Additional information was provided by the field representative stating the patient underwent a defibrillation threshold (dft) test and was successful with conversion. Impedances were reduced to 112 ohms and no oversensing was seen. No further action was taken at this time.

Event description:
New information was received from the field representative stating the vectors were changed in the device two weeks ago and the patient has since received another inappropriate shock while dancing. Remote monitoring was reviewed. The patient had a treated episode in primary on (B)(6) 2017, then another treated episode in primary on (B)(6), then another treated episode in secondary on (B)(6), followed by an untreated episode that same day in secondary. Ts discussed the episodes are due to t-wave oversensing. All episodes show smart pass on. Ts inquired if there was any change in medication between march and september since there were no shocks inbetween that timeframe. Ts discussed that secondary looked like a better vector or consider alternate as an option, but would recommend exercise testing. Ts also discussed obtaining a new template in primary during exercise, but noted it may be difficult due to over counting. Ts recommended programming therapies off and doing a manual setup. No further issues have been reported.

Manufacturer narrative:
Additional information has been requested of the field. If further information becomes available, this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode received an inappropriate shock for supraventricular tachycardia (svt) with some aberrancy. Qrs complexes were wide and there was some double counting. The shock did not change the rhythm. Shock lead impedances were 153 ohms, which was an increase from 94 ohms at implant. Boston scientific technical services (ts) discussed troubleshooting and setting up remote monitoring alerts. No adverse patient effects were reported. Additional information was provided that the patient received the shock while dancing in (B)(6) and did not realize she was shocked. The patient described that she saw lightening when she was shocked, and no one else did. It was reported that the physician is now concerned with the higher impedance reading. An x-ray was taken, which shows the electrode has moved laterally to the right. The electrode was implanted using a 3-incision technique with sutures at all sites. A 10 joule shock will be delivered and a revision of the electrode is planned.